Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and noise, oversensing and pacing inhibition of up to six seconds was observed. Further review of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).